Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm with error code indicating sys_uic_aps_fail. Controller faults of type aps_fail is suspected to be related to leaky diode on the automatic power switch (aps) circuit. This alarm occurred while ps1 was the active power source, hence d5 is suspected to be at fault. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The most likely root cause of the reported event can be attributed to a leaky diode on the automatic power switch of the controller. The manufacturer has opened an internal investigation to evaluate the leaky diode on the automatic power switch of the controller. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the distributor that patient called the hospital after controller fault alarm (medium alarm). Alarm occurred 3 weeks after the smr upgrade. The controller was exchanged and no consequences to the patient. Investigation is ongoing.